Event description:
¿Comparison of clinical outcomes between plastic stent and novel lumen-apposing metal stent for endoscopic ultrasound-guided drainage of peripancreatic fluid collections¿ the purpose of our study was to compare the clinical outcomes in patients with pfcs (peripancreatic fluid collections) who were treated with eus-guided transmural drainage using ps (plastic stent) or lams (lumen-apposing metal stent) through a retrospective analysis. A total of 27 patients (median age, 56 years) with pfcs underwent eus-guided transmural drainage between (B)(6) 2011 and (B)(6) 2017. Of these, 17 underwent ps placement and 10 underwent lams placement. ¿before the introduction of lams (spaxus; taewoong medical, seoul, korea) in october 2016 (fig. 1), double-pigtail pss (7 or 10 fr; cook medical, winston-salem, nc, USA) were used for transmural drainage.¿ this file is being created to capture the off label use that a biliary stent was used as transmural drainage for pfcs (peripancreatic fluid collections). As cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label.

Manufacturer narrative:
Device evaluation: n/a. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zimmon biliary stent stent devices could not be complete as the lot numbers are unknown. As per instructions for use, ifu0045-7, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off label use that a biliary stent was used as transmural drainage for pfcs (peripancreatic fluid collections). As cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [level 3 shin comparison plastic stent & lams.pdf]

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
¿Comparison of clinical outcomes between plastic stent and novel lumen-apposing metal stent for endoscopic ultrasound-guided drainage of peripancreatic fluid collections¿. The purpose of our study was to compare the clinical outcomes in patients with pfcs (peripancreatic fluid collections) who were treated with eus-guided transmural drainage using ps (plastic stent) or lams (lumen-apposing metal stent) through a retrospective analysis. A total of 27 patients (median age, 56 years) with pfcs underwent eus-guided transmural drainage between january 2011 and december 2017. Of these, 17 underwent ps placement and 10 underwent lams placement. ¿before the introduction of lams (spaxus; taewoong medical, seoul, korea) in october 2016 (fig. 1), double-pigtail pss (7 or 10 fr; cook medical, winston-salem, nc, USA) were used for transmural drainage.¿ this file is being created to capture the off label use that a biliary stent was used as transmural drainage for pfcs (peripancreatic fluid collections). As cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label.